Event description:
The manufacturer received information alleging service requested. There was no harm or injury reported. During the evaluation of the device by the distributor, an error code related to the oxygen blending module was found. The distributor has stated that no repair parts were used. The distributor has stated equipment is normal, just needed maintenance and calibration. No further information was provided.